Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The up and down arrow keys turned the insulin pump off. His blood glucose level was 126 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface board. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.